Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image was not displayed and the connector of the subject device had poor connection during preparation before an unspecified procedure. The user facility replaced the subject device with another device and completed the intended procedure. The procedure was not delayed more than 15 minutes. Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed sometimes. Also olympus (B)(4) cleaned the video connector socket of the subject device, however the issue was not resolved. Furthermore, olympus (B)(4) checked the exterior and the inside of the subject device, there was no abnormality. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined. However, based on the information from olympus china (osh), there was the possibility that this phenomenon was attributed to the follows. The temporary malfunction of the electrical circuit for image processing. The contact failure of the video connector socket.